Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted there was blood/body fluid on all conductors (not obstructed), there was blood/body fluid on the proximal conductor (not obstructed), the inner insulation was kinked/buckled, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism, the lead was stretched and there was apparent explant damage. (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted the proximal conductor was distorted, there was blood/body fluid on all conductors (not obstructed), the inner insulation and inner tubing was kinked/buckled, the outer insulation was breached cut, there was blood in/on the helix lobe mechanism, the lead was stretched and there was apparent explant damage. (B)(4): the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted there was blood/body fluid on all conductors (not obstructed), there was blood/body fluid on the proximal conductor (not obstructed), the inner insulation was kinked/buckled, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism, the lead was stretched and there was apparent explant damage. (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted the proximal conductor was distorted, there was blood/body fluid on all conductors (not obstructed), the inner insulation and inner tubing was kinked/buckled, the outer insulation was breached cut, there was blood in/on the helix lobe mechanism, the lead was stretched and there was apparent explant damage.

Event description:
An implantable pulse generator (ipg) system was returned for analysis to the manufacturer from a medical examiner with information indicating the patient is deceased. Further review of the manufacturer's database indicated the patient died approximately six months after device system implanted. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.